Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported that that the item hand piece for battery powered driver is not turning on. The repair technician reported that discolored wire, pins and vent, fast forward, forward and reverse were intermittent, cosmetic test failed, debris on barriers, rust on motor, damaged switch plates and damaged platina around set screw opening. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 09-jan-2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Device history: part# 05.000.008. Synthes lot# 003705. Supplier lot# 003705. Release to warehouse date: 27.aug.2010. Supplier: triangle manufacturing. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item hand piece for battery powered driver is not turning on. The issue was observed during testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.